Event description:
It was reported that during a procedure the fiber broke while the physician was lasing and the area where the fiber broke is black. The procedure was completed utilizing a second fiber. Patient outcome: "no injury".

Manufacturer narrative:
Reportability aware date is: (B)(6) 2015.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber was returned in 2 pieces; the first piece including the connector measures 8 feet 5 inches long; the second piece including the distal end measures 2 feet 10 inches long; the fracture at 8 feet 5 inches from the connector does not show signs of burn/melting; the glass distal tip extends 0.2 inches from the blue outer jacket; the fiber distal end exhibits a fracture and discoloration within the blue jacket at 0.4 inches from the distal end. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
Additional information reported indicates that during the procedure at "501 joules; settings 1.8, 6, 10.8 watts, the fiber broke while being used outside of scope and patient".